Manufacturer narrative:
The field service representative found the probe wash station was splashing water upwards. He replaced the probe wash station which resolved the problem.

Event description:
The customer received questionable creatinine plus ver.2 (crep) results on their c111 analyzer. The customer provided data for six patients, of which five had discrepant results reported outside the laboratory. The first patient's initial crep result was 145.7 umol/l. On (B)(6) 2012, the repeat result was 64.9 umol/l. On (B)(6) 2012, the second patient's initial crep result was 246.6 umol/l. The repeat result was 73.8 umol/l. On (B)(6) 2012, the third patient's initial crep result was 205.8 umol/l. The repeat result was 64.9 umol/l. On (B)(6) 2012, the fourth patient's initial crep result was 255.5 umol/l. The repeat result was 85.7 umol/l. On (B)(6) 2012, the fifth patient's initial result was 145 umol/l. The repeat result was 56.7 umol/l. There were no adverse events. The crep reagent lot number was 650608 and the expiration date was 06/30/2012. The reagent pack was replaced with one from the same lot. The field service representative changed the pipetting order of the reagents so crep was pipetted first. The customer changed the analyzer's lamp.

Manufacturer narrative:
A specific root cause could not be determined with the information provided. The quality control data was within the specified ranges prior to the run. Additional information was not provided for investigation. After the wash station was replaced, the issue was solved. The patient was not harmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).